Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridges revealed that the loading unit had a full complement of staples. During functional testing it was observed that the loading unit would not articulate to the left or right. Engineering examined the loading unit and determined that an internal component was broken. The broken component prevented the devise from articulating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, they were unable to adjust the staple¿s angle after loading. They replaced with a new handle and reload to complete the case. There was no patient injury.